Event description:
It was reported that the customer received a battery out limit alarm on the insulin pump, during normal use. The customer's blood glucose was 117 mg/dl. She was advised the alarm occurrence during normal use may indicate a loose battery cap. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)